Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Other relevant device(s) are: product ID: 310c31, serial/lot #: (B)(4), ubd: 15-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 31mm mitral bioprosthetic valve, the valve was explanted and replaced with a 29mm valve of the same model. At an unknown time the day of implant, the patient died. The cause of death was not received. There was no evidence to suggest that the valves or their function contributed to the patient¿s death. It is unknown whether an autopsy was performed.